Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the main reason they were writing was because they had the interstim bladder pacemaker removed. The original unit they had was a life changer, the second unit that was installed on the left was non-functional from the very first day it was installed. Even after a reboot from the field worker and four channel changes by the doctor. From the first day they would turn the frequency up high enough to help with the bladder disfunction. The unit would deliver an electric shock. It would mostly be from the groin out to the penis, but majorly to the head of their penis. Although sometimes the shock started in the bottom through the groin up the penis to the head. When this electric shock hits while they were waiting at the grocery store to check out and their immediate reflex was to grab their crotch and sit to the floor.